Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd¿ sharps coll 1.5qt red had missing lids. The following information was provided by the initial reporter: "  it was reported by the consumer did not receive the lids to the sharps container.  "

Manufacturer narrative:
H.6. Investigation: no photo or sample was received with the customer's complaint of missing lids. The complaint cannot be fully investigated without a sample for investigation and the root cause remains unknown. A DHR review could not be performed since lot number information was not received, complaint information only contains family product and item.

Event description:
It was reported that 10 bd¿ sharps coll 1.5qt red had missing lids. The following information was provided by the initial reporter: "it was reported by the consumer did not receive the lids to the sharps container."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd¿ sharps coll 1.5qt red had missing lids. The following information was provided by the initial reporter: "  it was reported by the consumer did not receive the lids to the sharps container.  "